Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, failed battery or battery out limit alarms or black screen noted. The pump passed the unexpected restart test and no reset time/date was noted during testing. The pump passed the displacement, rewind, basic occlusion, prime and no delivery alarm tests. No unexpected low reservoir alarm was noted and the low reservoir alarm functioned properly. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor was noted. The pump was received with a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer was in extreme heat and sweat got inside of the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer experienced multiple battery issues such as: blank display, failed battery test, low battery alarm, and weak battery alert. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.